Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 1ml ll was damaged. The following information was provided by the initial reporter: there is actually nothing to describe. Our colleagues in the production discovered the faulty syringes during unpacking. The process of production is always the same. The syringes were not exposed to temperature fluctuations or anything alike and are always stored carefully. The syringes must therefore have been delivered to our warehouse in this condition.